Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch select meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the unspecified error message first appeared during (B)(6) 2015. The patient informed the csr that he manages his diabetes with insulin (self-adjuster) and denied taking any action regarding his usual diabetes management due to the alleged meter issue. It is not known if the patient developed any symptoms as a result of the alleged issue however, the patient reported attending the urgent care clinic during (B)(6) 2015 where he received treatment with insulin (biocon 25 units in the morning and 20 units at night). The patient reported that his blood glucose was tested on another device during (B)(6) 2015 and results of "450 and 520 mg/dl" were obtained. At the time of troubleshooting, the csr noted the patient did not have testing supplies available to test the meter. The alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for hyperglycemia after the alleged meter error began to appear.